Event description:
Following placement of device, x-ray confirmed tip location at the junction of the subclavian vein and the superior vena cava. Infant became apneic and bradycardic-code called. Infant responded to resuscitation after removal of device. Approximately 3cc of a milky fluid spurted out during needle aspiration of the chest wall. Pericardial effusion was confirmed. Device was being used for infusion of tpn & lipids, via a pump. 10cc syringe was used for flushing purposes.